Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported at the time of implant, the patient had an overdose of anesthetic and had a hard time waking up. The pump contained baclofen.

Event description:
Additional information received reported after the implant the patient had no motivation to get out of bed. The patient had a rash around the incision which was thought to be a tape allergy. The patient was recommendedfor discharge and was stable.

Manufacturer narrative:
(B)(4)